Event description:
It was reported that during a pci procedure, a pin hole rupture of the maverick2 monorail balloon occurred. The total number of inflations and to what atms is unk. The location of the non-calcified lesion being treated is unk. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met all its material, assembly and product specifications at the time of its release to distribution.